Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 processing module for one patient sample. The following results were provided (reference range: 1.6-2.6 mg/dl): sid (B)(6): initial result = 7.90 mg/dl; repeat result = 1.70 mg/dl. The initial elevated result was not reported out of the lab. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 processing module for one patient sample. The following results were provided (reference range: 1.6-2.6 mg/dl): sid (B)(6): initial result = 7.90 mg/dl; repeat result = 1.70 mg/dl the initial elevated result was not reported out of the lab. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the aero c8k pop vlv and bellows set, incl rod & fitting (rohs), resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to false elevated magnesium patient results after service intervention. A review of tracking and trending for the architect c4000 did not identify any trends. A review of tracking and trending for the aero c8k pop vlv and bellows set, incl rod & fitting (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the aero c8k pop vlv and bellows set, incl rod & fitting (rohs) were identified.